Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: >7.5, lab: 1.8. Pt resulted 2 qc2h errors on meter before getting a result of >7.5. Lab draw was done less than 10 minutes after meter result. Nurse performed self test and got an error.

Manufacturer narrative:
Pending.